Manufacturer narrative:
8/4/1998-it has come to our attention that this event was submitted in error. We have determined that this event is not reportable in accordance with the MDR regulation. Please disregard the event submitted under this reference number.

Event description:
The device was used during a gastroplasty procedure. Reportedly, the needle bent and the jaw would not close properly. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.